Manufacturer narrative:
No patient complications were reported. No complaint sample has been received for investigation. Quest medical has completed investigation through interviews and analysis of device history records and no device problem was found. Quest will continue to monitor complaint trends.

Event description:
It was reported that the device allegedly leaked the drugs it was delivering on the patient during fluid delivery treatment allegedly causing minor injury to the patient.